Manufacturer narrative:
The device has been evaluated and the pipeline was found clotted with blood. Once the blood was removed, the pipeline fully open. (B)(4).

Event description:
Treatment of an aneurysm. It was reported the pipeline did not release from the capture coil and not open during deployment. The pipeline was removed from the patient.no patient injury reported.same event as MDR# 2029214-2012-00102.